Event description:
Parturient controlled epidural analgesia (pcea) usage review indicated that only the basal dose was infused. Patient reported pressing the pcea demand button when felt pain. Column for bolus attempted (ba) and bolus given (bg) indicated zero every hour, although patient pressed the button.